Event description:
Related manufacturer number:3006705815-2023-05819. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their leads replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patients weight further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.